Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. The customer experienced a blood glucose (bg) level reaching 500 mg/dl. The customer was treated with intravenous insulin through syringe pump, after which condition improved significantly, and blood glucose returned to normal. No additional information was provided.